Event description:
It was reported that a flogard infusion pump was observed experiencing an f-38 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection was performed on the device, as well as an event history log review. The root cause of the f38 alarm code was determined to be damage to force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition.